Event description:
Additional information received reported reading >2000 ohms on some of the unipolar pairs. All combinations with electrode 0 are >2000. C-1 1109, c-2 1311 and c-3 1709, 1-2 1579, 1-3 >2000 and 2-3 1979. The patient's device was programmed c+, 0- and 1- at 2.8v. Therapy was fine. There were no falls or trauma. Upon initial interrogation, the patient experienced a stinging sensation. The impedances on the right implantable neurostimulator (ins) were all within range. A medical or therapy problem was also reported. The patient experienced bilateral tingling sensation across the chest. The tingling was mostly above the left ins. The tingling started on the right then spread to left. The tingling was intermittent and happened mostly at home when the patient was sitting. Palpating did not cause stimulation changes. The patient had some discomfort around the ins pocket, but it was noted that this could have been due to the fact that patient had had one ins replaced already, see manufacturer report #3007566237-2010-04627. Previous information related to this event was reported in MFR report #3004209178-2009-03397. All additional information will be reported in this report.

Manufacturer narrative:
(B)(4).